Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image on the screen goes really dark, completely white, or black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon for evaluation along with the customer's glidescope video monitor (gvm). A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the customer's gvm monitor to known, good, test verathon equipment, the video display was normal, and no issues were found during testing. The camera image quality test was performed and passed. When connecting the customer's smart cable to known, good, test verathon equipment, it displayed a poor-quality video feed with a bright white tint. When manipulating the smart cable, horizontal green lines were displayed and the image cut out, followed by the monitor ceasing to recognize the imaging device. The camera image quality test was performed and failed. Upon completion of the evaluation, the customer's glidescope spectrum smart cable and glidescope video monitor (gvm) were returned to the customer as-is due to the customer declining the recommended repairs/replacements. Corrective action is not required at this time. Verathon will continue to monitor for trends.